Manufacturer narrative:
The insulin pump had no button response due to a flattened dome switch on the act button. The insulin pump had a cracked reservoir tube lip, cracked display window, scratched display window, cracked belt clip slot, cracked battery tube threads and a stained end cap sticker.

Event description:
Customer reported intermittent or no response from the insulin pump's act button. Customer reported that the insulin pump had not been dropped or exposed to moisture. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).